Event description:
A report was received that the patient underwent an explant procedure due to non-device related procedure. Bacterin antibiotic was given to the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial #s: (B)(4), description: linear 3-6 lead, 50cm. Model: sc-3354-25, serial: (B)(4), description: w4 splitter 2x4-25 cm. Explanted devices will not be returned to bsn as they were discarded by medical facility.